Event description:
A 69 yr old white gravida 1 para 1 female status post bilateral subglandular inframammary dow gels (? Size-no records) for augmentation january 1974. Mammogram showed lt rupture. Arthralgias, myalgias, dypesthesias/paresthesias, fatigue, sleep disturbances, low grade fevers, drenching night sweats, memory problems, rashes, increased cholesterol, and easy bruising. Bilateral encapsulated calcified breast implants. Incipient rupture.